Manufacturer narrative:
The customer¿s report of a levophed overinfusion was confirmed. Review of the device error log found no errors. Analysis of the pcu event log shows pump module s/n (B)(4) was initially programmed to infuse (drugid 418) at 3:10 pm on (B)(6) 2020 and shows the user entered 4.6mcg/kg/min for the dose instead of the intended 0.05mcg/kg/min, which resulted in a rate of 792.6ml/hr. The infusion program infused at this incorrect rate until 3:12 pm when the user changed the rate to 8.6ml/hr. The system recorded 18.904ml was delivered during this period. The pump module and disposable set were not returned for investigation, therefore no testing could be done. The root cause of the reported levophed overinfusion was due to user programming. No device was returned for investigation. No devices received, log review only.

Event description:
It was reported that a [norepinephrine] levophed over infusion occurred. A norepinephrine 8mg/'250ml ns infusion was initiated at 1443. At 1449, the norepinephrine infusion was paused due to the patient's blood pressure becoming elevated and the patient responded well to fluids. At 1453, the patient was transferred for a CT scan. The patient returned from CT at 1507, the blood pressure was low, and the norepinephrine infusion was restarted again at 1513. The patient then complained of chest pain, and had flushed skin. A nurse checked the pump and noticed the norepinephrine drip chamber was running fast and paused the infusion at 1514. Two other rns were called to review the pump setting and all three rns verified that the norepinephrine was programmed incorrectly. The dose entered in the pump was 4.59mcg/kg/min instead of 0.05mcg/kg/min. It was noted that a guardrail alert exceeded dose warning message occurred. The patient outcome was not provided.